Event description:
The customer contacted physio-control to report that their device would not complete the boot-up cycle and had the message "service" across the display. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio then replaced both the system and memory pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. After further examination of the removed memory pcb assembly, physio determined that it was the cause of the reported failure. Further component level cause, however, could not be determined. The system pcb assembly was an ancillary part and there was no failure of this assembly.